Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor reported "the first rod/locking cap they tried on the screw would not go through. They tried a second one that made it halfway through and got stuck there. It was not possible to block the screw, nor get the rod/cap put, nor cut the tulips off." Additional information was received on (B)(6) 2012: during a spondylolisthesis surgery, "the surgeon fixed the rest of the locking caps following the normal procedure (getting them down to the end and using the counter-torque and the torque limiting driver), but with the "problematic" locking cap and rod, the surgeon couldn't get it to the end of the way, so he tightened it as much as possible, but the final position was higher than normal in the screw head. There was a 15 minute delay in surgery. There was no patient injury.